Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: >7.5, lab: 4.0. Time between testing: 30 minutes. Therapeutic range: 2-3. Technical service rep spoke with patient self tester to inform her that the strips were expired and to refrain from using them. A new box of strips to be delivered to patient self tester.